Event description:
Pt had a hernia and had a surgery performed by (B)(6) at (B)(6). Pt has had severe pain and side effects since the surgery. Pt believes that the meshmarlex has grown into his intestine. Surgeon and general care practitioner (B)(6) refuse to help the pt. Pt cannot eat without being in severe pain or vomiting. Pt has inflamed testicle post op.